Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. The pt reported that the up arrow and ok keypad buttons have been slow to respond when pressed for the past few weeks. She stated that the rubber keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump in her bra or on her waist.